Event description:
It was reported that during a f/u, the pt had loss of capture on the lv lead. The device was reprogrammed. At a later f/u, the pt had loss of capture in the same location. The pt was to be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information on (B)(6) 2014 indicates the lead continues to exhibit loss of capture. The device was reprogrammed and remained implanted.